Event description:
Home pt (hp) reported 2 boxes of minicaps were dry. Per hp noted that in all boxes the sponges were brownish in color but the liquid coming out was clear. Per hp no pt injury was associated with these incidents.